Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Reportedly, customer continued using pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.